Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. The expected reservoir volume was 6.8ml and the actual was 16ml. The patient's pump continued to be monitored at subsequent refill visits. The cause of the event was not yet determined. The patient returned for a refill visit on (B)(6) 2016 and the flow rate accuracy was back to an acceptable accuracy range.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a pre-market clinical study for pulmonary arterial hypertension (pah) regarding a patient receiving remodulin 10mg/ml at a dose of 9.272 mg per day for indication(s) for use not specified. It was reported that, on (B)(6) 2015, during a refill visit the expected pump reservoir volume had been 6 to 8 ml while the actual residual volume found was 16ml. This was noted to be outside of the accuracy chart/specifications. As far as what symptoms the patient experienced related to the event, it was reported there were no adverse events submitted around the time of the refill. The clinical site was queried to confirm if the subject experiencing any symptoms before, during, or after the refill. There were no diagnostics performed related to the event, and it was noted the clinical site completed the expected versus actual calculations. Other than the pump being filled as per protocol, no actions/interventions were taken to resolve the reported event. The cause of the volume discrepancy found was not provided. The discrepancy was not considered to be resolved as of (B)(6) 2015. No further information was provided regarding the event. Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump found the pump motor had gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis of the pump also found a hole in the pump tube with mechanical wear as well as pump tube binding of the pumphead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-feb-26. It was reported that there was no motor stall indicated in the logs, but it was assumed that the pump must have stopped because it had not delivered enough medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study reported the device malfunction crf indicated the "expected volume 12.3 ml and the actual residual volume was 36.0 ml. The patient admitted for system modification. The patient reported no symptoms prior to, during, or after refill. It was noted the pump was replaced with a new pump.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated they questioned a battery stall. The patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative reported the pump will be returned for analysis. The patient's weight was (B)(6)kg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study reported the diagnosis was pump failure. It was noted the patient's skin was not as red as the baseline. The patient was able to decrease their daily anti-diarrhea medication. The pump was interrogated and all were normal for the subject. An echocardiogram and catheter patency test were done and the results were normal as well. Plasma treprostinil was collected before the procedure but was not sent to lab as catheter was deemed non-occluded. The patient was an inpatient hospitalization from (B)(6)2017. The patient was initiated vancomycin and the issue resolved on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study reported during a refill visit (unscheduled 62) on (B)(6)2017 the refill was outside of the accuracy chart range. The expected programmer reservoir volume was 10.3 ml and the actual residual volume removed was 19.5 ml. No associated adverse event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study and a manufacturer representative reported the daily dose of redmodulin was 9.272mg/day. It was noted that there was a possible pump failure as a patient had a refill on (B)(6) 2017, where they removed 36cc from the pump rather than the estimated 12.5cc. It was noted that no alarm sounded and there was no indication of a motor stall on the logs. The patient was not feeling symptoms, but the hcp noted that the patient did not have their usual redness in the face ad they told them that they were taking less anti-diarrheal medication as of the past few weeks (remodulin causes diarrhea on a typical day if at the right dosing level). The patient underwent a system modification procedure on (B)(6) 2017. The catheter passed patency tests, so the pump was changed out. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.